Event description:
It was reported that lvad pt with heartware device admitted to ed for low flow alarms. CT confirmed lvad pump occlusion r/t thrombus. Emergently went for pump exchange. FDA safety report ID# (B)(4).